Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead exhibited high thresholds. Selected multiple sites, and the threshold were higher. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.